Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on multiple components on the computer / analog (ca) board. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.